Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient had been having weak bowel and shocking sensation at the rectum. The patient reported that they did not currently have a managing physician and that they had an appointment on (B)(6) 2016 but could not recall with whom. There were no falls or traumas or medical procedure related to this issue. The patient reported that the shocking sensation just happened out of the blue, reported she wasn't doing anything unusual. It was noted that the patient was on program 3 at 2.7v and stimulation was on. The hcp turned stimulation down to 0.0v and off. The patient reported that she did not feel any stimulation on or shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.